Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, intra operatively the peek material got dislodged from the metal part and could not re-fix. Procedure was completed successfully without any surgical delay. This report is for one (1) zero-p lordotic h6 peek. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the zero-p lordotic h6 peek device (p/n: 04.617.126s, lot: l267119) allegation can be confirmed since, according to the images provided, the peek interbody spacer fell apart of the titanium alloy plate. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the zero-p lordotic h6 peek device (p/n: 04.617.126s, lot: l267119). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.617.126s. Lot # l267119. Manufacturing site: werk mezzovico. Release to warehouse date: 07 feb2017. Expiration date: 01 jan 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the metal component fell apart form zero-p lordotic h6 peek. No other issue identified. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the zero-p lordotic h6 peek would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4, h3, h4, h6: part 04.617.126s, lot l267119: manufacturing site: werk mezzovico. Release to warehouse date: february 07, 2017. Expiration date: january 01, 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.